Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the settings issue could not be verified.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the customer experienced a low/elevated blood glucose (bg) level of "low"; although specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer to reach out to hcp for adjustments. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.